Event description:
A healthcare professional (hcp) reported via manufacturer representative that the tube had no waveform during the thyroid tumor resection. There was no intervention planned or performed. There was no delay with the procedure. The procedure was completed with the reported products. There was no patient impact. Additional information received mentioned that the tube was not replaced with a spare product. The reason why it was not replaced because it was discovered during the procedure, so it seemed that the procedure was continued without replacing it. On follow up, rep mentioned waveform should have stopped coming out. Troubleshooting was impedance check performed.

Manufacturer narrative:
H3: product analysis confirmed that visually, the harness was cut, and the portion containing the plugs for the patient interface were not returned with the device. The product is untestable in the damaged state because the resistance test takes into account the length of the electrode cables. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4 correction : UDI number updated . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.